Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 6 months after two dental implants were installed in intraoral regions #7 and 10 it was verified their loss of osseointegration . A 20 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.